Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 it was reported that the dexcom continuous glucose monitor was not providing readings and showed "sensor failed replace sensor." At that time the patient was experiencing dry mouth, fatigue, shaking, and confusion. While being transported by ambulance, ems did a blood glucose test reading was showing of 600 mg/dl. When got to the hospital and did another fingerstick reading was 800 mg/dl. He was admitted to the ICU for treatment. During his ICU stay, he received IV fluids, IV insulin, antibiotics (no information why the patient was treated with antibiotics), potassium, magnesium, and iron. By the second day of his ICU admission, his blood glucose levels gradually improved until he was discharged on (B)(6) 2026 and the patients bg went to normal. At the time of the report the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.